Event description:
This case was reported by a consumer and described the occurrence of stomach pain in a (B)(6) female pt who rec'd polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started polyethylene oxide + sodium carboxymethylcellulose. At an unk time after starting polyethylene oxide + sodium carboxymethylcellulose, the pt experienced stomach pain, anemia and device misuse as she places one strip atop the other to improve the fit and hold of her denture in place. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were unresolved. Super poligrip comfort strips are manufactured in (B)(6). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).